Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the image loss was caused due to tan abnormality in the image sensor unit. There was damage on the charged coupled device (ccd) unit and ccd unit cable confirmed, it was possible that the internal image sensor may have been damaged by external stress from hitting or dropping of the distal end of the scope, however a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5 operation manual chapter 3 preparation and inspection: 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited intermittent image loss, caused by a short circuit of the image sensor cable. There were no reports of patient involvement.